Event description:
During surgery, it was discovered that the implant had a morse taper, but the surgical technique they were using had an illustration and description for a dovetail causing an extension of surgery by more than 30 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.